Event description:
Customer reported on august 6, 2010, a set that leaked at the filter. All connections appeared to be secure. It is unknown how long after the set was used when the leak occurred. The reported condition occurred during priming. There was no patient injury or medical intervention associated with this report. No additional information was available. This is report 4 of 10.

Event description:
A hospital in the (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an mr850 respiratory humidifier was displaying erratic temperature readings, and at one point, it reached 47.4°c with a gas flow of 6lpm. A bc2425 neonatal oxygen therapy nasal cannula appeared to be flexing back in the patient's nose, causing blockage to the gas flow. No patient consequence was reported.

Manufacturer narrative:
The sample is available for evaluation. A follow up report medwatch will be submitted when the evaluation is complete or if any additional information becomes available. (B)(4).

Manufacturer narrative:
Evaluation summary:the reported condition of leak was not confirmed. No obvious defect was detected through visual testing. Pressure test at 8psi was conducted, and no leak was found. Batch review performed and no exception was observed during manufacturing. (B)(4).

Manufacturer narrative:
Upon further investigation by baxter, this event has been determined to be non-reportable. This report is a duplicate of report number, 6000001-2010-02787. Complaint no: (B)(4).